Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision doesn¿t boot. Upon troubleshooting fse found that the issue occurred due to bad connection in 2032 (a component inside pc). To resolve the issue, the fse lifted and reinstalled (reseated) 2032. After reseating, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision would not boot up. The system was not in clinical use when this occurred. There was no report of harm.